Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an unrelated surgical procedure, the physician accidently cut this right atrial (ra) lead with a chisel. Additional surgical intervention was performed and this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned in two sections, one section was severed approximately 10 centimeters (cm) from the is-1 terminal end and the other section was separated approximately 42cm from the tip end. The helix was missing and no longer attached to the lead. Analysis was able to confirm the induced damage to the lead that was observed in the field.

Event description:
.